Event description:
Approx 10 months following the implant of 2 cypher stents the pt returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unk if any restenosis was present or if treatment was required. Indication for initial evaluation is unk. The target lesion was identified as the mid right coronary artery with no lesion or vessel characteristics provided. The lesion was predilated with an art 2.0 x 20mm balloon (unk atms/seconds). The stents were deployed at 14 atms for 20 seconds in overlapping fashion. Post-dilatation was performed with a clipper 3.5 x 12mm balloon at 14 atms for 20 seconds.